Event description:
Received info stating that the 840 ventilator provided a high pitch alarm, and stopped cycling while in use on a pt. The pt was distressed physically and anxious. Pt condition was resolved as soon as he was placed on a second ventilator.